Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the screen on the insulin pump was frozen. She changed the battery and received a failed battery test alarm, then changed the battery again and it alarmed battery out limit. The contacts on the battery cap are not missing or damaged and the battery compartment is not damaged or corroded. Customer was advised to clean the battery cap and insert a new battery; she received a battery out limit alarm and was unable to clear it due to the keypad being unresponsive. Blood glucose value was 168 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. The insulin pump was unable to verify failed battery test or battery out limit due to button/keypad anomaly. The insulin pump received with cracked case at display window corner, cracked reservoir tube, broken reservoir tube lip and minor scratches on display window.